Event description:
It was reported that (3) devices were used during a laparoscopic nissen. It was reported by the rep that the hp053 instruments failed (the connectors). An old handpiece was used to complete the case. There was no consequence to the pt.